Event description:
It was reported that during testing prior to a breast biopsy, the control module showed l4-003 error code and stopped running. No pt consequence was reported.

Manufacturer narrative:
Date sent: 07/15/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of "l4-003", and found this was due to the uniboard and the rotational motor. To correct the customer complaint, the analysis site replaced the uniboard and the rotational motor. Per the service manual, service tests were performed and the unit passed all tests. As part of the standard service process dow corning lubricant was applied to the dc motors. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.